Event description:
Two failed bowie-dick tests occurred. The steris rep was notified. A leak test conducted per rep request and this ran high at 1.8mmhg/min. The sterilizer was then taken out of service. The steris rep made adjustments to sterilizer. We repeated the bowie-dick tests, and both passed. We then preformed a biological attest pack test during a sterilization load with 3 hour incubation wait time. The instruments from this load were held for another 24 hrs. It was determined that lot of bowie-dick packs failed, not the device itself. No patient injuries were reported and the remainder lot of defective bowie-dick inventory was discarded.what was the original intended procedure?sterilization.device #1is this a laboratory device or laboratory test?no.